Event description:
--

Event description:
Boston scientific received information that during the device replacement procedure, a new single chamber pacemaker with a 5/6mm header was connected to the chronic competitive right ventricular (rv) lead. The abdominal system had always exhibited high pacing thresholds, so the new pacemaker was programmed to 5.0v @ 1.0ms. After the procedure, the pacing threshold measurement had increased slightly and the pacing impedance measurement had decreased from 200 ohms down to 130 ohms. The patient experienced twitching when the device output was programmed at 5.0v, so the output was decreased to 4.5v @ 1.0ms. The following day, several episodes of pacing failure had been observed, and the pacing threshold measurements were now over 4v. The physician elected to implant a new pectoral system on the patient¿s left side. A new is-1 rv pacing lead was implanted and the chronic competitive rv lead was surgically abandoned. The pacemaker with a 5/6mm header was explanted and an is-1 pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.